Event description:
Consumer reports testing for patient and questioning the accuracy. Readings are very erratic. Analysis run on chek error grid using mean avg reading (270) as reference point vs. Ed readings (40,500) yielded data points in the c/e range of the grid, outside acceptable limits.